Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # 576c18. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. Only the anvil half washer was present, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 576c18, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please provide more details for "the product had misfired and created a whole". 2. Did the device staple? There were only staples at the 3 and 9 position no other staples visible. 3. If yes, was the staple line complete (fully circular)? No only staples at 3 and 9. 4. Was the breakaway washer completely cut? Not sure should be able to validate at inspection. 5. Were there two complete tissue donuts? Yes. 6. Was it a partial cut? If so what was cut partially, washer or tissue? No complete cut 7. If yes/no, was there any issue with the cut. 8. Did the device cut the tissue? Yes. 9. Did the device have staple line issues? Malforms, missing staples, no staples etc? Just not a complete circle of staples. 10. Was the device locked on tissue with the anvil closed? No. 11. If yes, what steps were taken to open the anvil? 12. If the anvil could not be opened, how was the device removed? Na. 13. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes. 14. Did the washer break completely? Not sure should be able to validate at inspection. 15. Was there audible and tactile feedback from the washer break? Yes everything was normal except the staple line. 16. Was the firing stroke interrupted prior to full washer break? No. 17. Was the device difficult to close? No. 18. Was there adjusting knob issues? No. 19. Did the anvil detach? Surgeon doesn¿t believe so. 20. Did the indicator come into the orange range? Yes. 21. Were there excessive tissue between the anvil and the deck? No. 22. Did the surgeon wait the 15 seconds to fire the device? Yes. 23. Could you please clarify if there were any patient consequences? No, they saw that the staple line wasn¿t complete and redid the anastomosis. 24. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No patient went home as expected.

Event description:
It was reported that during an unknown procedure the product had misfired and created a whole in the bowel. No patient consequence reported.